Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records for this system did not reveal any non-conformity that would have contributed or caused this event. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported an anterior rim tear on a patient's left eye during laser assisted cataract surgery. A free floating capsulotomy was noted. After phacoemulsification was complete and the cortical was removed, the anterior rim tear was noted which extended posteriorly. The surgeon was able to complete the surgery by placing a monofocal intraocular lens (iol) in the sulcus.

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).